Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent thoracic surgery on (B)(6) 2011 and a drain was placed. The patient developed mediastinitis and the patient died on (B)(6) 2011. Additional information has been requested.